Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned delivery system, a detachment of the inner catheter assembly could be confirmed. Considering the event information provided, allegedly this may be a result of the reported difficulties in removing the delivery system from the patient after successful stent deployment. No other defects or deficiencies were found. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to increased friction between the components of the stent delivery system and the guide wire used. The usage of inappropriately sized accessories or a difficult vessel anatomy as well as insufficient flushing of the device prior to use may be contributing factors to increased friction and subsequent inner assembly detachment. In this case, a 6 f introducer sheath and a device compatible guide wire were used. A hydrophilic-coated guide wire may become stuck in the system if not kept wet throughout use. In this case, it was reported that the delivery system was flushed prior to use and the guide wire was kept wet. Furthermore, it was reported that the tracking vessel was calcified which may be another contributing factor to the reported difficulties in removing the delivery system from the patient. The detachment of the inner assembly also may be a result of rough handling of the device or inadequate environmental conditions during transport or storage. No indication for rough handling could be identified during the evaluation. On the basis of the information available and the evaluation of the returned device, a definite root cause for the reported event could not be determined. The IFU states: "if resistance is met while retracting the stent system over a guide wire, remove the stent system and guide wire together." Also the IFU states: "flush the inner lumen of the stent system with heparinized normal saline prior to use." In addition, the IFU recommends to use a 6 f (2.0 mm) or larger introducer sheath and a 0.035 inch diameter guide wire of appropriate length during the procedure. Updated 'eval code & desc - conclusion 1' due to completion of evaluation.

Event description:
It was reported that post deployment of the stent in the sfa via femoral access, the stent delivery system became hung up. Reportedly, the tracking path was calcified. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further procedural details to bard.

Event description:
It was reported that post deployment of the stent in the sfa via femoral access, the stent delivery system became hung up. There was no reported patient injury.